Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was unable to be reviewed for this device however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a root cause could not be determined as neither the subject scope nor cover was sent to olympus and condition of those devices was not analyzed. However with past similar investigation the event likely occurs due to the following: the cover was damaged by chemical attack from adhesion of chemicals such as anti-fog agent. As a result, the cover was easy to come off the scope. The cover was insufficiently attached to the scope. As a result, the cover was easy to come off the scope. The suggested event is detectable and preventable by handling scope in accordance with the following instructions for use (IFU): operation manual includes the detection way at chapter 4 - 4.1. Operation manual includes the preventive measures at chapter 3 - 3.5. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Reports are being submitted on the scope and distal end cover. Please refer to the following reports: patient identifier of (B)(6) is related to model number: maj-2315, lot number: unknown; patient identifier of (B)(6) is related to model number: tjf-q190v, serial number: unknown. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the distal cover of the evis exera iii duodenovideoscope fell off and landed in the patient's mouth. The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography procedure. The cap was able to be retrieved. There were no reports of patient or user harm associated with this event.